Manufacturer narrative:
The user reported an automated delivery restriction alarm and high blood glucose levels (370 mg/dl) on 20-jun-2023 (date of occurrence). The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The log files showed that an "automated delivery restriction" notification was generated on 20-jun-2023 at 20:00. The audit logs showed that a change in automated mode to manual mode occurred at 20:05. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. It was observed that the insulin delivery was at maximum rate for an extended period of time from 17:40 to 19:55. This triggered the "automated delivery restriction" and when the user acknowledged the notification, the system switched to manual mode. This indicates that the system functioned as intended. Investigation found no issues that would result in improper delivery of insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with blood glucose (bg) values reached 370 mg/dl. For treatment, the patient was given insulin. The patient was discharged after 30 minutes.